Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that there was an 8% difference in sp02 reading between two different sensors and two different monitors. Customer reported that "both monitors had a good sq and the pis were the same". It was reported this patient had no indication of poor perfusion (had warm hands, normal bp, no arrhythmias etc). There was no consequences or impact to the patient.